Event description:
As reported: cut down. Additional information on 11jul2022: vessel was occluded on post angio. Very difficult getting valve up due to narrowing in iliacs and calcium. Manta was explanted after cutdown.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. The arteriotomy was noted as heavily calcified posteriorly and medially with a depth measurement of 4cm + 1cm. The IFU warns not to use manta in patients with severe calcification of the access vessel. The physician encountered many difficulties while attempting to get the valve up due to narrowing in the iliac arteries and the presence of calcification. Following deployment, closure was hemostatic; however, a post angiogram indicated vessel occlusion. The physician chose to perform a surgical cut down, explant manta, and close the vessel. The root cause of the occlusion is possibly from vessel damage incurred while attempting to place the valve or calcification breaking loose causing blockage. However, due to insufficient information submitted regarding initial and deployment procedures, patient environment and conditions, positioning of manta during surgical cut down, no angiograms or device returned for investigative purposes, the root cause remains undeterminable. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Procedure preparation state to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.